Event description:
It was reported that on (B)(6) 2025, the patient experienced a sustained ventricular arrhythmia requiring defibrillation or cardioversion, which was not considered to be related to the left ventricular assist device (lvad), as there were no malfunctions of the ventricular assist device, and no history of suction events. The patient had a history of arrhythmia pre lvad. The patient was admitted at this time and discharged on (B)(6) 2025.

Event description:
It was reported that on (B)(6) 2025, the patient experienced a sustained ventricular arrhythmia requiring defibrillation or cardioversion, which was not considered to be related to the left ventricular assist device (lvad). The patient was admitted at this time and discharged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Upon further review, the information covered in this record was determined to be non-complaint; however, since an initial medical device report (MDR) was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) rev. A is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.